Event description:
It was reported that the 6600 system would not power up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The network cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.